Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped3 pipeline vantage stent had complications. The patient had blurred vision, headaches, peri-oral and 4 extremity numbness. The patient was hospitalized. That resolved on (B)(6) 2022. The patient had temporary speech difficulties on (B)(6) 2021 that resolved on (B)(6) 2021. The patient was hospitalized and medical intervention was required. The events are casual to the device and not related to the procedure, ancillary devices, or dual antiplatelet treatment. The patient was being treated for the left internal carotid artery (ica), c6 segment. Location of aneurysm in vessel: sidewall. Aneurysm morphology: saccular. Maximum aneurysm diameter: 6.4mm. Aneurysm dome height: 5.3mm. Aneurysm dome width: 5.2mm. Aneurysm neck size: 2.7mm. Parent artery diameter distal to aneurysm: 3.8mm. Parent artery diameter proximal to aneurysm: 4.9mm. Significant stasis at the end of the procedure. Complete neck coverage at the end of the procedure. Raymond and roy occlusion class 3 at the end of the procedure. Additional information received reported neurological defects. Additional information received reported the event was possibly related to the pipeline and phenom catheter. Not related to procedure or dual antiplatelet treatment. Diagnostic found significant regression of the watershed hypodensities. Additional information received reported a foreign body reaction. New hospitalization was reported. Parent artery stenosis (in stent stenosis) was noted. Additional information received reported cec adj (B)(6) 2023: possibly related to device pipeline vantage, not related to index procedure, ancillary or dapt. Additional information was received reporting the clinical events committee (cec) adjudicated the event as possibly related to the index procedure, device vantage, not related to dapt.